Manufacturer narrative:
(B) (4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident, including the type of device used and the cause of death have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a patient was operated on with a ligasure instrument during an unspecified intra-abdominal surgery. The surgeon was notified eight hours post-op that the patient had died. The surgeon indicated that he was unsure of the cause of death. An autopsy was not performed at the request of the family. The patient was reportedly a very ill elderly patient with many underlying health issues.